Manufacturer narrative:
This medical device report (MDR) was initiated as part of a retrospective assessment of complaints under onkos surgical CAPA (B)(4). As part of this assessment, onkos surgical re-evaluated all complaints received to ensure mdrs were filed when required. The results of this retrospective assessment prompted onkos surgical to file this report. This report is for one of three devices involved in this event, please refer to report 3013450937-2018-00031 and 3013450937-2018-00032 for the others. The device history records and sterilization batch release records were reviewed and indicated that the components involved met specification. It was determined that the adverse event was not related to the manufacture of the implants or a non-conformance and this complaint has been closed. Should additional information be obtained, the complaint will be re-opened, and this report will be supplemented.

Event description:
Patient underwent a revision surgery due to an alleged infection.